Event description:
Debbie states the wheelchair back keeps trying to fold up. She does not have a serial number. The caller has no further information to provide. Referred to local dealer for resolution.